Manufacturer narrative:
(B)(4). The complaint rt266 evaqua2 breathing circuits were not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the rt266 circuits the devices will not be returning for investigation. Therefore, our investigation is based on a photograph and information provided by our us office. Results: visual inspection of the photograph of one complaint circuit revealed that the swivel wye was cracked along the weld line. A lot check revealed no other complaints of this nature for lot 140516. Conclusion: we are unable to determine what may have caused the crack in the swivel wyes of the rt266 circuits. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6), reported that two rt266 infant dual-heated evaqua2 breathing circuits each had a cracked swivel wye connector. One was found during the pre-use check and the other one was found during use. The hospital staff manually ventilated the patient until the issue was resolved. No patient consequence was reported.